Event description:
Info received indicates the left siderail will not latch.

Manufacturer narrative:
The tech found the screw that holds the latch plate to the end tube was missing. He replaced the screw to repair the stretcher.